Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: ev240152 (evl012753v); product type: 0264-lead-hv; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant procedure of the extravascular implantable cardioverter defibrillator (ev-ICD) system, upon the initial defibrillation threshold testing (dft) some undersensing was observed, so the sensitivity was optimized during the induced ventricular fibrillation (vf) both 30 joule (j) and 40j shocks failed to convert the arrhythmia. The patient required external rescue. It was determined the lead was not at the optimal position, the lead was withdrawn down. A second dft was performed and still both 30j and 40j shocks were delivered but failed to convert the rhythm and another external shock was required. The physician opted to abort the procedure and implant the patient with a transvenous system. No patient complications have been reported as a result of this event.